Event description:
It was reported during a lobectomy procedure, the two devices misfired. There was no adverse pt consequence.

Manufacturer narrative:
Evaluation summary: device a was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, four firing trigger teeth and the firing trigger post were noted to be broken. The returned cartridge was tested for functionality with a test device and it fired conforming. Cartridge batch r55c15 device b was returned in good visual condition and loaded with an unfired cartridge that was noted to be in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, all firing trigger teeth and the firing trigger post were noted to be broken. The returned cartridge was tested for functionality with a test device and it fired conforming. Cartridge batch v5au8k.